Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to test for motor error alarm due to no button response. The motor was tested outside of the device and passed. The insulin pump has minor scratched display window, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer's insulin pump alarmed motor error while customer was in the hospital for a non-insulin pump related issue. Customer's blood glucose was 260 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.